Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. Reportedly, the patient woke up at 10am on the same day, vomiting and sweating. Her blood glucose was 417 mg/dl. She was brought to the hospital where upon admit, her blood glucose was 411 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.